Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the keyboard was malfunctioning, and key won't register. The customer reported issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system keyboard was failed. The field service engineer spoke with the customer, tested the keyboard, and logged into the device remotely. The functionality was also tested within the application frame. The system functioned as intended after the field service engineer tested the device.